Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. A motor rate error was found to have occurred in the event history. An occlusion test and motor drive test were performed to test the device. The motor was not running found at occlusion test. Motor rate sensor stuck on 'true', worm coupling is very difficult to turn. The issue is due to a normal wear of the motor assembly.

Event description:
Oracle ro : 1114886 can't pass drive trinformation was received indicating that the medfusion 4000 pump can't pass the drive train test. There were no adverse events reported.

Manufacturer narrative:
Additional information: a1, b5 and h6 ( patient code).

Event description:
Additional information was received indicating that there was no patient involved.